Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During functional testing, the customer reported issue was not confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.

Event description:
It was reported that there was high pressure. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.